Event description:
It was reported that the patient never had therapeutic effect. The patient also reported that the patient programmer displayed the ¿splash screen¿ when she tried to perform functions with the patient programmer and she was unable to adjust stimulation. It was later reported that the patient had stopped using the device and it had been off for about two years. The patient stated that it was not working ¿for it¿ and she became disgusted with it.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3889-28, lot# v242433, implanted: (B)(6) 2009, product type: lead. (B)(4).